Event description:
It was reported that a malfunction alarm, specifically malfunction 12, occurred. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Tandem technical support provided information to reset the pump, and the customer successfully reset it without recurrence of the malfunction. The customer was advised to continue using the pump and to reach out if any issues reoccur.